Event description:
It was reported that the heartmate 3 system controller ((B)(6)) would not be returning for analysis. The reported low voltage alarms occurred when the patient would perform physical activities.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: the reported event of low voltage alarms was not confirmed. The heartmate 3 system controller ((B)(6)) was not returned for analysis and no log files were submitted for review. The root cause of the reported event was unable to be determined in this analysis. The heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms. Additionally, the heartmate 3 IFU section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿, address how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: 2916596-2020-03230. It was reported that the patient's system controller began alarming for low voltage advisories. The patient initially performed a self test and cleared the alarms but they later became more frequent. The patient contacted the hospital on (B)(6) 2020 and it was recommended that the patient switch from the mobile power unit (mpu) to battery power. On (B)(6) 2020 the patient contacted the hospital again, reporting that the low voltage alarms persisted despite the change to battery power. Damage to the cable terminal was suspected and it was decided to make a change to the back up system controller under the telephone instructions of a physician. The patient later reported that the low voltage alarms continued despite switching to the backup system controller. The patient was hemodynamically stable and there were no reports of any patient consequences.